Event description:
Related manufacturer reference number: 1627487-2022-03988. Related manufacturer reference number: 1627487-2022-03989. It was reported the patients leads migrated and the patient experiences pain at the ipg implant site following weight loss. Surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received indicating surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was repositioned resolving the issue. During the procedure the physician attempted to revise the leads but was unsuccessful. No further intervention was planned at this time. No products were explanted.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the system was explanted and replaced resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.